Event description:
A customer reported receiving high readings on his freestyle flash blood glucose meter and because of those readings, he changed his insulin dosage and had an "insulin shock". He also reported being taken by paramedics to the ER for three different occasions within a mo. The customer reported experiencing the following symptoms: feeling incoherent, holding his head, screaming, not speaking correctly and losing consciousness. He was reportedly diagnosed and treated for severe hypoglycemia with an unk medical treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer stated that he threw the meter away and, therefore, no further investigation will be conducted. This is the final report.